Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received discrepant elecsys cmv igg assay (cmv igg) results for 1 patient sample on the cobas 8000 e 602 module serial number (B)(4). The initial (B)(6) result was (B)(6). On (B)(6) 2017 the patient notified the laboratory that a (B)(6) for (B)(6) was detected in another laboratory with a different sample. The (B)(6) was (B)(6) and (B)(6) was (B)(6) in the other laboratory. The methods that were used for testing in the other laboratory were not provided. On (B)(6) 2017 the customer tested the sample from (B)(6) 2017 that had been frozen and the (B)(6) result was (B)(6). On (B)(6) 2018 a new sample was collected and the (B)(6) result was (B)(6). On (B)(6) 2018 the customer sent the sample to another laboratory. The (B)(6) result was (B)(6) with the siemens method. The (B)(6) result was (B)(6) with the diasorin method. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The sample from the patient was submitted for investigation and the customer's negative result was confirmed. Cmv igm: 0.438 coi (nonreact) cmv igg: 0.15 u/ml (< test) the patient sample was investigated further by the recomline method. The cmv igm result was reactive. This testing showed the positive recomline cmv igg results were due to reactivity towards pp65, a cmv antigen that is not contained in the elecsys cmv igg assay. Reactivity against other antigens could also have been detected by the recomline assay. The epitope required for detection in the elecsys cmv igg assay was determined to not be sufficiently present in the sample. The investigation was unable to find a definitive root cause. Per product labeling for the assay, discrepant negative results can occur in rare cases due to this issue.